Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated after reviewed the alarm. The cause of the reported issue was a faulty optocoupler. The optocoupler was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump experienced a syringe error. There was no reported patient involvement.